Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: mom reports patient having blood glucose(bg) levels (bg) reading "hi" on monitor on (B)(4) 2012. The bg began rising on afternoon of (B)(6) 2012, into the 300'smg/dl range. Mom states bg was not coming down with boluses from pump. Mom reports patient had moderate symptoms of nausea/vomiting and positive ketones. The patient was taken off of pump by the health care professional (hcp) on (B)(6) 2012 and placed on a backup plan with injections. Bgs were within normal range during the time the patient was on injections, approximately 24 hours. Mom states the patient went back on pump on (B)(6) 2012 and bgs started to rise into 300'smg/dl again. Mom states hcp again took patient off of pump and placed on backup plan; patient is still on the backup plan. Mom changed patient sites 3 times on (B)(6) 2012 as a precaution before going onto back up plan, denies any bent cannulas or problems with sites. Mom states that hcp agreed that sites were fine. Mom states patient has history of asthma, allergies, and autism. Mom states patient is on several medications and that nothing has changed, mom has already discussed all of patient medications with hcp and told that the medications do not affect bg. Cts confirmed patient is not on steroid for asthma. No recent flare up of asthma. Mom states patient is currently taking zithromax for a sinus infection, she states hcp knows this will raise bg but mom states not enough to have bg readings of "hi." Cts reviewed pump with mom: confirmed basal segments are programmed as desired, advanced features programmed as desired, reviewed all histories, no discrepancies found. Cts advised mom that no defect was found in the pump and that the sinus infection could raise bg. Mom states hcp feels pump is defective. This complaint is being reported due to the allegation that the pump has malfunctioned and a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed a "no delivery, no prime" warning on (B)(4) 2012. The warning was confirmed 22 times. Deliveries were not resumed until (B)(4) 2012. There were no alarms related to the complaint in the pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The force sensor was found to be within calibration during testing. The pump cover was removed; no issues were found with the force sensor pins and no solder connection issues were noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No intermittent issues, moisture ingress or contamination was noted in the pump. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.